Event description:
The customer reported that during a patient incident, their device would not recognize a connection to the patient with the defibrillation electrodes. The hospital staff continued CPR throughout the event and during CPR, double checked the connection of the defibrillation electrodes on the patient and also checked the connection of the therapy cable assembly to the device. After verification of a proper connection to the patient, the device still was unable to recognize a patient connection. At this point, the hospital staff employed a back up device. The back up device was able to recognize a patient connection and successfully delivered a defibrillation shock. The patient did not survive and died of a massive mi (myocardial infarction).

Manufacturer narrative:
(B)(4). A clinical review of the reported event determined that the device use may have contributed to the outcome of the patient. Physio-control evaluated the device and the therapy cable involved in the incident and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The cable involved with the reported incident was found to be fully functional with no cracks or breaks in the cable or connectors. The device will be returned to the customer. After a thorough investigation, the cause of the reported failure could not be determined.